Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A device issue was also reported. The device was explanted. No patient complications were reported.